Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) delivered an appropriate shock due to ventricular fibrillation (vf). Review of the device data also identified that this crt-p began charging to deliver a shock however was diverted. Anti-tachycardia pacing (atp) via quick convert was delivered, but the rhythm accelerated to ventricular fibrillation (vf) resulting in a delivered shock. The rhythm was able to be successfully converted. Technical services (ts) discussed programming options. This device remains in service. No additional adverse patient effects were reported.